Manufacturer narrative:
There are no allegations of system or component failure and no components required replacement during the revision procedure. Migration of components is a known inherent risk of implantable neuromodulation systems. There is no known trauma or other external factors that are likely to have contributed to migration of implanted components. Moving the ipg to a more optimal depth and position resolved the symptoms reported and the patient has reported receiving 100% pain relief from the system.

Event description:
Patient was implanted with the nalu peripheral nerve stimulator system on (B)(6) 2023 to treat knee pain. Patient was experiencing issues with intermittent communication between the implantable pulse generator (ipg) and the external therapy discs after activating the system, causing lack of pain relief. Fluoroscopy imaging found that the ipg had migrated within the pocket location and subsequent ultrasound imaging found that the ipg had also moved beyond the recommended depth for optimal communication. On (B)(6) 2024 a surgical revision was performed to move the existing ipg from the anterior thigh to a new pocket on the lateral thigh, placing the ipg at an appropriate depth to maintain consistent communication with the therapy discs.